Event description:
It was reported that the device has an unpleasant odour. Patient developed a wound infection during the treatment with the pump.

Event description:
It was reported that a patient developed a wound infection during treatment with a renasys touch.

Manufacturer narrative:
The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. During the evaluation the device was found with damages to the back enclosure and a defective mainboard. A review of the associated manufacturing batch records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. Due to the nature of reported complaint, the issue was referred to a clinical specialist for an opinion. The clinical specialist reported as follows. No relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. Following the complaint assessment, the unit was sent to our service and repair center to await further instructions on the repair status/fate of the device.